Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 627487-2024-00727. It was reported the patient experienced ineffective therapy. Surgical intervention took place wherein an additional system was implanted on (B)(6) 2024 to implant two leads and two burr hole covers and on (B)(6) 2024 to implant an ipg and two extensions to address the issue.

Manufacturer narrative:
Date of event is estimated.